Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported the device could not be interrogated with a merlin programmer. The device was explanted and replaced. Patient condition was doing well.

Event description:
It was reported the device was unable to be interrogated via merlin.net. The device was explanted and replaced. Patient condition was doing well.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.